Event description:
Patient reports, that after switching on the speech processor, they only hear noise for a short time. Exchange of external equipment did not solve the problem, the implant has malfunctioned.